Event description:
Customer called to report that they were hospitalized for high blood glucose levels, dehydration and low potassium. Customer was discharged two days later. Customer called to report that the insulin pump alarmed multiple motor errors. Customer's blood glucose levels at the time of 911 call was 400 mg/dl. Customer's current blood glucose reading was 525 mg/dl. Customer was not wearing the pump at the time of 911 call. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.